Event description:
It was reported that; during surgery, when the surgeon used the screw driver and did the tightening of the set screw of offset connector, it wasn't possible to tighten the set screw(the set screw rotated). When the surgeon tightened the set screw hard, a vertebral body fractured at a part of inserted pedicle screw. Therefore the surgeon not used the offset connector, and removed a pedicle screw.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the most likely root cause of the reported event is overloading or misalignment during the threading process.

Event description:
It was reported that; during surgery, when the surgeon used the screw driver and did the tightening of the set screw of offset connector, it wasn't possible to tighten the set screw (the set screw rotated). When the surgeon tightened the set screw hard, a vertebral body fractured at a part of inserted pedicle screw. Therefore the surgeon not used the offset connector, and removed a pedicle screw.